Event description:
It was reported that the customer administered too much insulin via a pump bolus. The customer's blood glucose (bg) level subsequently decreased to 44 mg/dl. Customer consumed food and juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.